Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that they tried changing the battery multiple times but the display did not return. The customer stated that they received a battery out limit while troubleshooting. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that the battery cap was neither missing nor damaged. The customer was advised that battery cap will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will not be returned for analysis.